Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the high 200's (mg/dl) for approximately 2 weeks. Customer administered insulin injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer stated that they sometimes refill pump cartridges and use humalog insulin in cartridges for 3-4 days at a time. Customer was reminded that they should not be refilling cartridges, and that humalog is only indicated for use of up to 48 hours. Customer indicated that they will change pump supplies.